Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer¿s blood glucose level. Customer will continue to use current pump. Technical support decided to send a replacement pump, ensuring it had updated software.

Event description:
Caller reported a malfunction on the pump, but no notable events occurred prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support arranged for a replacement pump to be sent, advised the caller about necessary software updates, and provided instructions on how to put the old pump into storage mode before returning it. The caller was instructed to return the problematic pump within 10 days to avoid being billed and to program their settings into the new pump. The caller was also advised to connect their cgm to the replacement pump.